Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The lot number was not provided; therefore a batch review cannot be conducted. In this case the evaluation did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The patient connector of the transfer set was not connecting to the titanium catheter adapter tightly. The patient adapter turned while it was connected to the titanium adapter. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.